Manufacturer narrative:
B5 - this event was originally reported under the pump, MFR #: 2916596-2023-04205. Manufacturer's investigation conclusion: the reported event of system controller clock not being set and the power cables being damaged was confirmed via analysis of the log files and via visual analysis of the returned controller. The heartmate 3 system controller was returned to abbott with a wrap on the power cables, covering several cuts/tears in the power cable jacket, confirming the reported event. During the evaluation, the system controller was functionally tested and was able to operate on a mock loop for an extended period of time without issues. The damaged power cables did not affect pump support. The log files contained approximately four hours of data while the data and time had been reset to the default date and time, (B)(6) 2000 15:41 - 19:42. The controller clock was then set to the correct date and time on (B)(6) 2023 at 12:33:10, the clock remained set through the remainder of the log file. The onset of the controller clock alarms was not captured in the log files. Provided information stated that the patient is a poor historian and is only using batteries. Although the clock not set alarms were confirmed through the submitted log file, the root cause could not be conclusively determined through this analysis. The root cause of the reported event of the damaged power cables could not be conclusively determined through this analysis. Fluid ingress was found in the controller power cables. The device history records were reviewed and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the clock not set alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 instructions for use (IFU) (rev. C) section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. The heartmate 3 instructions for use (IFU) (rev. C) section 2, entitled ¿system operations¿, instructs the user on how to properly exchange the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to properly install the backup battery in the system controller. This section also states, ¿be aware that installing an 11 volt lithium-ion backup battery may prompt a system controller clock not set advisory alarm on the system monitor¿. Heartmate 3 instructions for use (rev. D) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital with low flow alarms and their system controller clock not set. The patient thought that their pump may have stopped at some point but was not sure. The log files noted controller clock corrupt (f49) clock invalid alarms. It was determined that the patient was a poor historian and was only using batteries. They were reinforced on using their mobile power unit while sleeping. The system controller clock was synched. It was suspected that the patient's external batteries were completely drained but it was not confirmed. The patient said they were having alarms, but they do not remember if their batteries were depleted. It was additionally reported that the patient's system controller black power lead was damaged and the system controller was exchanged resolving the issues. Related pump MFR #: 2916596-2023-04205.

Event description:
It was reported that the patient's system controller black power lead was damaged and the system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.